Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd (B)(4) was damaged. The following information was provided by the initial reporter: the nurse took out the syringe to draw the liquid medicine when dispensing the medicine, and found that the syringes was broken, and replaced the syringe again.

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china was damaged. The following information was provided by the initial reporter: the nurse took out the syringe to draw the liquid medicine when dispensing the medicine, and found that the syringe¿s was broken, and replaced the syringe again.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1802153. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility. The retained samples were evaluated and no signs of defect were identified. H3 other text : see h10.